Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with minor scratched lcd window, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a lot of scratches on lcd screen. Troubleshooting was done for damage. Customer stated that they were able unable to read the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.